Manufacturer narrative:
Citation: fiore ac et al. Comparison of bovine jugular vein with pulmonary homograft conduits in children less than 2 years of age. Eur j cardiothorac surg. 2010 sep;38(3):318-25. Doi: 10.1016/j.ejcts.2010.01.063. Epub 2010 mar 30. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of bovine jugular vein and pulmonary homograft conduits with respect to survival, conduit durability and performance in patients less than 2 years of age requiring first-time right ventricular outflow tract reconstruction. All data were collected from two centers between december 1998 and august 2009. The study population included 84 patients (predominantly female; mean age 8.4 months; mean weight 5.95 kg), 52 of which were implanted with a medtronic contegra pulmonary valved conduit. No serial numbers were provided. The article defined early death as in the hospital or within 30 days of discharge. All other deaths were considered late. Among all patients, 3 early deaths occurred, each in the bovine jugular vein cohort. Based on the available information, medtronic product did not cause or contribute to these deaths. Among all patients, 11 late deaths occurred. The physician/author noted in the literature that these deaths were not attributed to structural failure of the conduit. Based on the available information, medtronic product did not cause or contribute to these deaths. Among all patients, adverse events included: conduit failure resulting in surgical explant and replacement, significant conduit dysfunction characterized as stenosis or insufficiency alone and as stenosis with regurgitation leading to surgical or percutaneous intervention, distal anastomotic obstruction, mild/moderate pulmonary regurgitation, increased transconduit gradients, percutaneous balloon dilatation, stent placement, and post-bypass extracorporeal membrane oxygenation. Multiple manufacturers were noted in the literature; however, based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.